Event description:
The customer stated that she was taken by paramedics to the hospital, due to hypoglycemia. The reported blood glucose reading was 14 mg/dl. Troubleshooting was performed and found that 40 units of insulin were missing from the reservoir, which coincided with what the insulin pump had recorded. The customer stated that she was disconnected while priming the insulin pump prior to the event.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.